Event description:
It was reported that the patient is deceased and died during implant procedure. It was further reported that as the lead was floated to the right ventricle and was the physician was advancing the lead toward the right ventricular apex, the patient fibrillated. Resuscitation efforts were performed and were not successful. Additional information reported that the lead did not appear to be touching any ventricular wall and the screw was never deployed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.